Event description:
It was reported that post a carotid artery stenting treatment procedure, in-stent restenosis occurred. The patient had an unknown carotid monorail wallstent implanted in the left internal carotid artery as part of the cabana trial. The patient presented later with the stent restenosed. The restenosis was treated with a 4x3x135 sterling balloon catheter over another manufacturers' embolic protection system with a "good result". No further patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the index procedure was treating an 85% stenosed, restenotic, 15mm in length lesion. The vessel diameter was 4.5mm. The lesion was pre-dilated resulting in 10% residual stenosis. The stent was deployed successfully as intended with the use of a filterwire. The stent was post-dilated. After treatment, residual stenosis was 7%. No thrombus was present.